Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 8.0 mmol/l. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a "critical pump error" image on the display. The customer was in a car accident prior to the alarm. No other alarms followed the critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and unable to download due to broken off components. Unable to perform functional tests, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the critical pump error. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.